Event description:
A customer in (B)(6) notified biomerieux of a misidentification associated with vitek&#59405;s-chca (reference 411071). An internal biomerieux investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) notified biomérieux of a misidentification associated with vitek® ms-chca ((B)(4)) involving a negative control on matrix only identifying species with low discrimination results and single choice identification. An internal biomérieux investigation was performed with results as follows: -chca batch number: lot 1004621290, identification results initially obtained: 1st spot b.turegiensis, b.cereus, b.mycoïdes 33% ID, 2nd spot lactobacillus fructivorans, moraxella osloensis, kytococ.sedentarius (and not cryptococcus curvatus, information corrected after mzml analysis) -identification results obtained with a new matrix from the same lot number 1004621290: 1st spot prevotella buccalis 99.9% ID, 2nd spot arcanobacterium hemolyticum 99.9% ID. -investigation summary: * l2 analyzed mzml files provided. Analysis of ecal mzml (before the issue) with the fine tuning analyzer indicated that "all peaks" criteria was a bit too high. Level 1 performed a fine-tuning on 25may2015 and after this new fine-tuning, everything was conform. -CAPA (B)(4) initiated and completed . CAPA investigation revealed the identification obtained from matrix was not due to contamination but to specific high intensity patterns (clusters) that are normally considered as noise but sometimes recognized as microorganisms. These clusters do not have any impact on the instrument performance since as long as a bacteria is added to the matrix, the matrix peaks are considered as noise and cannot be detected. 2 mains causes were identified: the setting of the instrument - for this complaint, the problem was solved after a fine tuning of the system. The matrix evaporation - for this complaint, this cause can be excluded because a fresh tube of matrix was used without solving the problem. Moreover, parameters that are filtering and averaging spectrum acquired (in the acquisition station and the compute engine) were identified as aggravating factors. These parameters appear to be not optimal in the current version of vitek® ms knowledge base (kb). However, these parameters were changed from kb 3.x and it was demonstrated that the new parameters allow successful negative tests with chca matrix alone. This was confirmed with this complaint as well.